Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). Sc-2218-70 (sn (B)(6)). Sc-2218-70 (sn (B)(6)). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The explanted devices were discarded by the medical facility. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not getting any pain relief. Imaging confirmed that the leads migrated and pulled through the sutures. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7107156 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7109339 UDI: (B)(4).

Event description:
It was reported that the patient was not getting any pain relief. Imaging confirmed that the leads migrated and pulled through the sutures. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.